Event description:
The customer stated that ise calibration and control results on the cobas 8000 ise module were acceptable on the morning of (B)(6) 2018. Controls started shifting lower later that morning, but this was not noticed until later in the afternoon. The customer repeated ise indirect na for gen.2 testing for approximately 140 patient samples initially recovering less than 136 mmol/l. The repeat results for these samples were higher and corrected reports were issued. The customer re-calibrated the na test and controls were acceptable. After this, they had no further problems with calibration, controls, or patient results. The customer provided data for one patient sample which had an erroneous initial na result that was reported outside of the laboratory. The sample initially resulted with an na value of 112 mmol/l. The sample was repeated, resulting as 120 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The serial number of the cobas 8000 ise module is (B)(4). The customer replaced the na electrode. The customer ran controls and these recovered within specifications. The investigation determined that the customer actions resolved the issue.